Manufacturer narrative:
(B)(4). Initial report sent under MDR number 1717344-2012-00355. Date sent: 02/14/2014. A visual inspection of the incident device revealed tissue in-between the jaws. The jaws were cleaned and opened and closed normally after being cleaned. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that during an exploratory laparotomy, the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no patient injury.